Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue with low o2 concentration was not reproduced during troubleshooting. According to received information pressure transducer test failed pre-use check and pressure transducer printed circuit board (pcb) was replaced to resolve the issue. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Incorrect o2 concentration delivered to the patient may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The cause of the reported event with o2 concentration low alarm has not been determined. The cause of issue was related to pressure transducer test failure was related to pressure transducer printed circuit board. No further investigation can be done as the defective pcb will not be returned for investigation. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref#: (B)(4).